Manufacturer narrative:
The customer cleaned the baths and replaced the vacuum isolator chamber (vic), which fixed the leak. (B)(4).

Event description:
The customer observed a fluid leak of 3cc from a coulter ac t diff 2 analyzer. The leak was not contained within the instrument and non-numeric white blood cell, wbc, results and platelet, plt, background high messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.